Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: ethylene oxide (gas) port was dirty. Based on the results of the investigation, it is likely the reported blackout occurred due to a faulty ultrasound plug unit. In regard to the dirty port, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a blackout image during set up/inspection for use. There were no reports of patient involvement.